Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery. No excessive "no delivery" alarm noted during testing. The insulin pump had missing segments due to cracked zebra connector on lcd. The insulin pump was received with scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and broken reservoir tube lip. No unexpected vibrating noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that there was a crack on the insulin pump. The customer reported that the insulin pump started to do something strange. The customer reported that they received a no delivery alarm. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 75 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.